Event description:
The patient had pain due to a luxation of the head from the liner. At about 3 months post primary the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 september 2024: lot 2347314: (B)(4) items manufactured and released on 09-jan-2023. Expiration date: 2028-12-11. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact flat pe hc liner ø36/e (k103721) lot 2336929: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-09-09. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review.